Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(4) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced 10 different incidences, which were associated with separate units, involving ten different patients. This is the fourth of ten reports. Refer to 8030647-2017-00121 for the first patient. Refer to 8030647-2017-00122 for the second patient . Refer to 8030647-2017-00123 for the third patient. Refer to 8030647-2017-00125 for the fifth patient. Refer to 8030647-2017-00126 for the sixth patient. Refer to 8030647-2017-00127 for the seventh patient. Refer to 8030647-2017-00128 for the eighth patient. Refer to 8030647-2017-00129 for the ninth patient. Refer to 8030647-2017-00130 for the tenth patient. It was reported by the distributor that reports "dear vendor, please review and provide a response to the product quality issue reported. The green sponge breaks off when use and has occurred ten times. There were no injuries reported. Additional information was received from the customer on (B)(6) 2017 that states, there was no situation of patient harm to report for any of the incidents cited. Therefore, the staff did not record any information regarding the patient,and no medical intervention was performed in any incident. The only "intervention" would have been removing pieces of the foam swab from the patients' mouths. However, this was not recorded in writing by the staff- only anecdotal accounts. Additional information was requested but not received.